Event description:
A review of post-implant cta¿s revealed that the bifurcate was positioned just below the renals. The ipsi limb crossed over the contra limb and was positioned within the left common iliac artery; the stent graft appeared acutely angulated as it entered the left common iliac artery. The contra limb was placed into the right common iliac artery. The bifurcate od was approximately 30mm and the contra limb od was 16mm. Both limbs appeared patent. Due to the low resolution of this video, any possible endoleak could not be assessed. The cause of the reported type iii fabric endoleak could not be determined from the images provided. It is possible that the limb angulation may have contributed.

Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently with a ruptured 5.2 cm in diameter aneurysm. Patient sealed and did not require any additional intervention. The event has resolved. The patient has not and will not receive treatment. It was reported a few days later that the patient had a repeat CT a few days later and it was determined that there was contrast in the sac. The physician did an angiogram and discovered a tear in the left cia in the stent graft. The physician covered the area with an endurant 20x20x82 and the leak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).